Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a b30 scope communication error occurred. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the image noise was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a noise in the image during set up. There were no reports of patient involvement.